Manufacturer narrative:
The freedom power adaptor will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient reported in (B)(6) that one of his freedom power adaptors is associated with "more alarms".

Manufacturer narrative:
The freedom home ac power supply was not returned to syncardia for evaluation. The hospital can no longer find the unit. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the patient reported in late may or early june that one of his freedom home ac power supplies is associated with "more alarms".